Event description:
It was reported that during a ptca procedure, the physician experienced difficulty exchanging wires. During removal the catheter became stuck on the wire and was eventually removed. The balloon catheter had been exchanged on to another wire and upon removal it was noted that the tip was missing. It is believed that the tip remained on the wire. Patient status is listed as "okay".